Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead exhibited high pacing threshold. Additional information received indicated that the suspected cause for increasing threshold was not known. This behavior was not attributed to the lead. Furthermore, this rv lead was repositioned to a new location. This rv lead remains in service. No additional adverse patient effects were reported.